Event description:
A customer reported obtaining an unexpected negative reaction with a sample known to contain anti-k using capture-r ready-screen (3), lot e078, on echo m00096. Positive results were obtained with the cross-match assay.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention product capture-r ready-screen 3 (crrs3), lot e078. An in-house sample containing anti-k and the customers submitted sample were tested with lot e078. The in-house sample performed as expected. The customers sample resulted equivocal with cell 1 and negative with cells 2 and 3. An antibody identification panel was performed. The in-house sample resulted as positive with k-positive cells. The customers sample also resulted as positive (1+) with the k-positive cells. The screening assay was performed again for comparison using a different lot (e080). The in-house sample resulted as expected. The customers sample resulted as negative with all three cells. A 4-cell screening assay was performed on the neo instrument. Both the in-house sample and customers sample resulted as positive with the k-positive cell (cell 2). Controls performed as expected. The unexpected reactivity appears to be sample related. The antibody appears to be present in a low concentration/minimum level of detection. The investigation did not identify a product deficiency.